Event description:
It is reported that a customer has issues with their insulin pump after bolus. The patient's blood glucose level was 460 mg/dl at the time of the call. The customer stated that their blood glucose was still high even after a bolus. The customer programmed 5.0 units of insulin but the pump never delivered the insulin. The customer will replace their infusion set and reservoir to resolve the issue. The customer was advised to call the help line if the issues persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.